Manufacturer narrative:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out with the device when it was time to remove. It didn't fully deploy and stayed attached to the device. The sealant was still completely attached to the device, but was exposed from the sealant hub. The procedure was completed using manual compression. There was no reported patient injury. The user is currently in the training evaluation period. The sheath was 12f. There was no presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2526201 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿mynx control system deployment difficulty partial¿ could not be observed as the device was not returned for analysis. The exact cause of the deployment difficulty event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) came out with the device when it was time to remove. It didn't fully deploy and stayed attached to the device. The sealant was still completely attached to the device, but was exposed from the sealant hub. The procedure was completed using manual compression. There was no reported patient injury. The user is currently in the training evaluation period. The sheath was 12f. There was no presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2526201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.